Event description:
It was reported that a one-link, y-type, microbore catheter extension set experienced no flow. This event occurred when the nurse started to push a bolus dose of medication, during an infusion. The facility stated that this defect is a reoccurring issue within the pediatric sedation and PICC departments. There was patient involvement; however there was no report of patient injury, medical intervention, nor adverse event in association with this event. Additional information was requested and is not available at this time.

Manufacturer narrative:
(B)(4) evaluation summary: the sample was not available for evaluation. The lot number is unknown; therefore, a batch review cannot be completed. The customer reported condition could not be confirmed and the root cause was not identified.

Manufacturer narrative:
(B)(4). The exact date of the event is unknown. The sample is reported to be available for evaluation. If the sample is received or additional relevant information becomes available, a follow-up report will be submitted.